Event description:
During placement, saline was being infused through the catheter when a subcutaneous leak was noted by swelling. The catheter was removed and no pt injury was reported to have occurred.